Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 52 mg/dl, which was treated with glucose tablets. Customer stated that the low blood glucose level was due to the transmitter falling off; troubleshooting was not performed on the insulin pump. The insulin pump was not replaced or returned for analysis.